Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker's battery longevity decreased from six and a half years remaining to five years remaining in six months. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. A this time the pacemaker remains in service and no adverse patient effects. Additional information was received that the device was explanted and replaced. The device received for analysis.

Event description:
It was reported that the pacemaker's battery longevity decreased from six and a half years remaining to five years remaining in six months. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. A this time the pacemaker remains in service and no adverse patient effects. Additional information was received that the device was explanted and replaced. The device received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the pacemaker's battery longevity decreased from six and a half years remaining to five years remaining in six months. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. A this time the pacemaker remains in service and no adverse patient effects.